Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot were identified. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that post-evar procedure during a selective angiogram, when attempting to remove the diagnostic catheter otw from the patient, about 10 cm of the distal tip detached within the patient. The product in question was inserted through the patient's femoral artery. A competitor's catheter was used to complete this procedure. The detached catheter was removed from the patient. There is a possibility that a fragment remained within the patient. No additional patient consequences to report.